Event description:
It was reported that the cot tipped over with a patient on it while traveling through a snow bank. There was a scratch on the patient due to the incident. No serious injury alleged.